Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.1-11.7 cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 10.8-15.6 cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the hospital for a scheduled generator replacement. During the pre-op test chest x-ray showed externalized conductors on the rv lead. The patient was sent home and the generator replacement was rescheduled for elective lead extraction. The electrical function was tested and no anomalies were detected. The patient was stable throughout the pre-op check. A week later, the lead was successfully explanted and replaced. Patient was stable throughout the procedure and after the procedure.